Event description:
Product involved is a disposable infusion system cartridge (disc) 100 ml/hr 100 ml volume IV bag. During a filling procedure for a number of these bags, rptr noticed that fluid escaped from the filling valve tubing distal to the bag rather than fluid transferring into the tubing segment proximal to the bag. Sterile fluid should normally transfer into the sterile bag, it "went the wrong way". This is the second instance of this problem with this product.